Event description:
Customer stated "heard a pop then she stopped using it. Now it has no heat. At first she said it didn't spark or fire. Then she said it caught fire." The product was returned for investigation. Upon further investigation into the customers complaint, the inspector found that the heater wire had failed, and was not allowing heat to be produced throughout the product. The inspector did not notice any other issue with the pad. The cord and switch were fine. Inspector did not notice any issue with either of them. Customer did not claim any injury